Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc presumed that reported phenomenon was attributed to insertion and/or withdrawing of the subject device with excessive force which was greater than expected because omsc found that the shaft of the subject device had multiple kinks. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was evaluated at the manufacturing site of omsc. Omsc checked the subject device and confirmed that the brush part of the subject device was broken. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, the subject device was broken. The user tried to retrieve the broken part of the subject device with insertion of another brush into the channel of the gif-h290z, however the broken part of the subject device did not come out from the channel of the gif-h290z. Therefore the user concluded that the broken part of the subject device had already come out from the gif-h290z. After next procedure the user found that the broken part of the subject device remained in the gif-h290z. There was no report of patient injury associated with the event.